Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer stopped the trouble shooting with tandem technical support and declined to provide any additional information. There was no reported adverse impact to the customer's blood glucose level.